Manufacturer narrative:
(B)(4). Batch # 469a59. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received fully fired, with the swing tab in the locked position and the forks were broken off, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties and the reload was received fully fired. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device blocked after reloading. The device didn¿t cut. A new item had to be taken to complete the procedure. No patient consequence mentioned.